Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fly in the kit is inconclusive due to poor sample condition. Two photo samples of what appears to be a dark colored insect on mesh cloth were returned for investigation. The photos show the same insect from two different angles. Since the condition of the package prior to opening could not be verified, the complaint is inconclusive due to poor sample condition. A lot history review (lhr) of recr0843 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC kit was opened and there was a fly inside. It was not used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fly in the kit is confirmed but the source and location at which it was introduced remains unknown. One 5 fr dl powerpicc opened kit was returned for investigation. The tray and components were returned wrapped in a light blue cover. The cover was unwrapped and a fly was observed on the inside of the cover. Particulates from the fly were observed to be dispersed throughout the cover and the tray. The fly appeared to be dried out. Based on the description of the fly being found upon package opening and the condition of the fly being dried out within the drape, possible contributing factors include the fly being introduced during package assembly or after package opening. The complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of recr0843 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC kit was opened and there was a fly inside. It was not used.